Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having ketones and high blood glucose of 411mg/dl. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The customer mentioned that the cannula was bent. A phone call was made in order to follow up on a previous call that the customer made for high blood glucose and found that he was in the emergency room due to high blood glucose below 600mg/dl. The caller stated that he continued having bent cannulas. No further information was provided.